Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp high baseline alarm is confirmed. The returned pump assembly with pcs assembly alarmed high baseline during the complaint investigation. An excessive noise was noted from the pump assembly consistent with a motor/lead screw malfunction. The root cause of this complaint is undetermined. Device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) had high baseline alarms while on patient. The pump was switched out quickly with no patient complications or delays reported. Pump assembly was replaced by the hospital biomed. There was no report of patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) had high baseline alarms while on pati ent. The pump was switched out quickly with no patient complications or delays reported. Pump assembly was replaced by the hospital biomed. There was no report of patient complications.